Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced loss of dexcom g7 connectivity to the ilet with a sensor reconnecting alert followed by a pairing failed notification, while glucose readings continued on the dexcom app. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included guided troubleshooting and education, including verification of the dexcom sensor code and an ilet restart with instruction that pairing could take up to thirty minutes. Investigation of this case revealed a communication failure between the cgm and the ilet consistent with signal loss and pairing failure, with no evidence of sensor failure or device damage. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or transient connectivity conditions.